Event description:
It was reported that a pump completed an antibiotic infusion 20 mins earlier than programmed. The customer stated that the infusion was programmed to complete in 1 hour, however the medication was delivered in 40 mins (specific medication, programmer amount and delivery rate unk).

Manufacturer narrative:
(B)(4). The device was not returned to sigma for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted. The date of event is unk.